Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a c-section, the sutures were already broken on package. The products were not used on patient.